Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, high capture threshold was noted at right ventricular (rv) lead. The patient is completely dependent on the pacemaker due to complete heart block. The lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.